Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that a button on the infusion device was defective. The pump displayed an e-4 message and due to the non-functional button, the error message could not be confirmed. The patent's blood glucose level increased to 32 mmol/l. The patient went to see her general practitioner, who then advised her to go to the hospital. It was not provided if the doctor tested the patient's blood glucose or provided any type of treatment. The patient went to the hospital. At the hospital the patient was diagnosed with diabetic ketoacidosis, and was treated with rapid insulin. Blood glucose values obtained at the hospital were not provided. It is unknown how long the patient was hospitalized. The infusion device was requested to be returned for product evaluation.